Event description:
It was reported that (3) er420 were used during a lap chole procedure. It was reported by the affiliate that the clips would not feed into the jaw properly. Opened another device to complete the case. There was no consequence to pt.